Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires broken.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on one lead and migration of the other. As a result, surgical intervention was undertaken on (B)(6) 2025 to replace the leads. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.